Manufacturer narrative:
Initial reporter phone number:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 tube sst plh 13x100 5.0 plbl gold br was clogged. "Noticed an increase of the viscosity of serum in covid-19 patients' samples, leading to the obstruction of the analytical equipment (brand roche). No impact to patients reported. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to sample viscosity was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the reported defect based on the retention sample testing. The customer¿s indicated failure (sample quality-poor serum) was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is not confirmed with respect to sample quality-poor serum; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 2 tube sst plh 13x100 5.0 plbl gold br was clogged. "Noticed an increase of the viscosity of serum in covid-19 patients' samples, leading to the obstruction of the analytical equipment (brand roche). No impact to patients reported.".